Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose (bg) on (B)(6) 2014 was 460 mg/dl that required hospitalization with treatment of insulin via pump and injection and intravenous fluids. The reporter noted, the patient discontinued pump therapy then resumed with the same pump and the pump¿s settings were not recently changed. During troubleshooting, it was reported that: the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed. It was determined the alleged hyperglycemia was related to the patient not acknowledging a normal-use alarm. There was no indication or allegation or a pump malfunction. Animas customer technical service referred the reporter to contact the patient¿s healthcare provider for unspecified diabetes management issues. The alleged hyperglycemia is being reported because it was attributed to pump use error.

Manufacturer narrative:
The device has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.